Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was unknown mg/dl. The customer stated that she cleared the alarm and now the button will not respond, non stop scrolling on bolus insulin unit screen. The customer stated that there is no significant event leading to the keypad issue. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. Customer stated that on (B)(6) 2015 she got sick with vomiting bug and was dehydrated severely and had a hyper glycemia event. Customer stated she is a brittle diabetic and was give a IV in her neck to hydrate. Customer stated that she was treated in the hospital emergency rooms on both occasions but never admitted. Customer declined further low and high blood glucose troubleshooting. Customer also declined failed battery and button error troubleshooting.